Event description:
During the implant procedure, the physician noted damage on the atrial lead after the splittable sheath was removed. The lead was exchanged and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned with a stylet partially inserted into the lead. Visual inspection of the lead revealed no anomalies. Electrical testing of the device did not reveal any indication of conductor fractures or internal shorts. The reported event of insulation abrasion was not confirmed. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.